Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with gehc technical support. The flow sensor was replaced, and the unit was returned to service. Customer contact reported there is no patient information.

Event description:
The hospital reported the unit had flow sensor related alarms and stopped mechanical ventilation during a case. The patient was ventilated manually until the unit was replaced. There was no report of patient injury.